Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the system pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had its service led illuminated after the device had failed a user test. During device evaluation, the third-party service agent observed that the device logged had logged an event code into its memory and could not deliver a defibrillation shock. There was no patient use associated with the reported event.